Event description:
Reportedly pt expired, due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk. Pt also had a t06080c80 implanted in 2005. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.